Event description:
It was reported that the patient presented to the emergency room after experiencing syncope. Upon interrogation loss of ventricular capture and low impedance was detected. A chest x-ray confirmed lead dislodgement. The lead was repositioned on (B)(6) 2014, the patient continued to have syncope. The lead was explanted on (B)(6) 2014 and replaced, a visual inspection of the lead revealed an insulation abrasion.

Manufacturer narrative:
Final analysis found that the outer coil was crushed at 18.0 cm to 18.5 cm from the connector pin as a result of clavicular crush. This likely contributed to the reported electrical anomalies.

Event description:
New information notes that the lead had also exhibited noise.